Event description:
Info was received from the customer that the device exhibited thermal damage where the power cord plugs into the unit. The pt was reportedly awoken by the smell of smoke. It was reported that oxygen was being bled into the mask. Follow up information obtained was that the oxygen was being bled into the pt circuit at the device outlet with no way valve in place. The pt was using the device at the time of the reported incident. No pt harm was reported. Preliminary investigation of the device has determined that a failure of the printed circuit board has occurred. Investigaion into the circumstances leading to this event is not complete. The warnings in the device labeling state : when you are using oxygen with this system, a respironics pressure valve (part number 30241b) must be placed in-line with the pt circuit." And "oxygen accelerates fires. Keep the bipap pro and the oxygen container away from heat, open flames, an oily substances, or other sources of ignition. Do not smoke in the area near the bipap pro or the oxygen." A follow up report will be filed when add'l info is available.

Manufacturer narrative:
Na